Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x28mm promus premier drug-eluting stent was selected for treatment. However, as the device was being placed on the guide wire, it was noted that the stent had a "barb" on it. The device never entered the patient's body and the procedure was completed with a new stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts from the 6th to the 10th most proximal rows distorted, bunched and lifted distally from the stent profile. The stent moved slightly in a distal direction and was also pulled distally exposing the balloon wall for 1mm at the proximal end. The maximum crimped stent profile was measured and is within specification. The product stent protector was not returned for analysis with the device. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shafts. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x28mm promus premier drug-eluting stent was selected for treatment. However, as the device was being placed on the guide wire, it was noted that the stent had a "barb" on it. The device never entered the patient's body and the procedure was completed with a new stent. No patient complications were reported.